Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was tested and found to meet product specifications. The manufacturing device history record (DHR) was reviewed. Based on qa assessment, the product met specifications at the time of release. The reported issue was not replicated. Therefore, the root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was received at manufacturing that was confirmed to be unrelated to the reported event therefore, no further sample evaluation is required. The root cause cannot be determined conclusively. Data will continue to be monitored for evidence of adverse trending and take further action, as appropriate.

Manufacturer narrative:
No sample has been received at manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the system rebooted itself and the display faded. Additional information has been requested. Additional information was received which indicated the system did not re-boot itself during a procedure, although this cannot be confirmed as the customer is not able to provide more information on the reported event. It was reported that there was no harm to the patient.